Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation; therefore the root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted partial nephrectomy procedure, fragments from the fenestrated bipolar forceps instrument allegedly broke off and fell inside the patient. It is confirmed that the broken instrument fragments were retrieved during the same da vinci procedure and no additional surgical intervention was required. However, at this time it is unknown what caused the breakage to have occurred.

Event description:
It was initially reported that during a da vinci-assisted partial nephrectomy procedure, both clamps of the fenestrated bipolar forceps instrument broke and the fragments allegedly fell inside the patient. The fragments were reported to have subsequently been retrieved during the same da vinci surgical procedure. On 06/02/2017, intuitive surgical, inc. (Isi) followed up with an or nurse and she provided the following additional information: two minutes into the da vinci-assisted partial nephrectomy procedure the fenestrated bipolar forceps instrument's clamps fell inside the patient. The surgeon saw the fragments and immediately removed both fragments with another fenestrated bipolar forceps instrument. At the end of the procedure an extensive x-ray was performed to confirm that no fragments were left inside the patient. The nurse confirmed that the instrument and the cannula were inspected prior to use. The nurse confirmed that there was no collision of instruments during the procedure. The procedure was completed robotically, and no adverse outcome or injury was reported. There have been no post-operative complications reported. The nurse also confirmed that they positioned the two broken fragments on the fenestrated bipolar forceps instrument and it fit perfect with no pieces missing.